Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for backup battery fails or power error detected. Customer¿s blood glucose was unknown at timer of incident. Customer performed troubleshoot but did not resolve the issue. Customer agreed to replace insulin pump. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error alarms, this alarm is generated when a power failure is detected alarms, replace battery now alarms noted in the device trace download. No unexpected replace battery alerts noted in the device trace download or during testing. No unexpected low battery alerts noted during testing. Device received with corroded battery tube.